Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported high blood glucose readings of 550 mg/dl. Customer stated that they gave themselves twenty units of insulin to treat for breakfast and their blood glucose levels increased from 270 mg/dl to 550 mg/dl. Troubleshooting was performed and the drive support cap appeared to be normal. Troubleshooting was not completed as the customer was in a hurry. No further information reported.